Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The report suggests that when the customer removed the syringe from the pump to change it, the line fell apart at the smartsite. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.